Event description:
It was reported that the collimator on the 9900 system closed down during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available. A lot number was not furnished with the complaint. A review of the lot history record is not possible without a valid lot number. A search of our complaint database from 01/2000 did not show any prior occurrences of this defect for this item number. There were no samples returned with the complaint; therefore, the defect could not be confirmed. The incident description states that the needle detached from the hub and remained in the pt. If the crimp were that loose, the cannula would not puncture the carpule and approx 3/4 of the cannula would remain exposed and could easily have been removed. The photographs of the sample also show a robust crimp. A more likely scenario is that the cannula broke off in the pt's gum. Breakage has been known to occur if needles are inserted to the hub and bent repeatedly. Insertion of the hub results in the nose of the hub acting as a fulcrum. When movement is repeated, the cannula can fatigue and break at the bend. For this reason, the instructions state "do not bend or alter needle shaft prior to use or insert needle shaft all the way to the hub as needle breakage and possible injury may result" is printed on the unit boxes. Long needles should be used for deep injections. All lots of hypodermic needle tubing are statistically sampled and tested for stiffness and breakage per international standard iso 9626 stainless steel needle tubing for MFR of medical devices. The procedure requires a 27 gauge cannula to withstand 20 cycles of bending at an included angle of 601 degrees without breaking.